Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/30/2017 with the following findings: during examination of the pump it was observed that there is a crack in the battery compartment near the bumper pad and that the bolus button cover was missing. The pump clip does not attache securely to the pump s it has been broken. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2017, the returned pump was evaluated and an issue with case/condition -cracked battery compartment was identified. There was no indication the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.